Event description:
I had lasik surgery completed on (B)(6) 2012, with the intralase procedure. I went to (B)(6) in (B)(6). I had my initial screening completed by this office. I was there for about 1 hour with various tests, but don't know what testing was done on me. However, I do know that no eye dry testing was done, now that I know what this encompasses. I wore contacts comfortably for 20 years without any issues. I met with dr. (B)(6) for about 5 to 10 minutes and was told I was a good candidate. He never once, nor did his staff, tell me about the risks and side effects of lasik surgery. Since then, I have gone to 3 different ophthalmologists, as I have been in pain; discomfort to a point that put me into major depressions and suffered from ptsd. I have a counselor and psychiatrist to get me through this. At one point, I didn't want to live anymore. The surgery center wiped their hands clean of the procedure and had me go to an optometrist for all of my post-operative care. The surgery center has not been compassionate or seems to care how this has affected my life. From my other third party ophthalmologists visits, it seems I had a pre-existing condition. This should have been discovered prior to surgery. I have written a letter to the surgeon explaining to him what I was going through - no response. I requested my medical records and was told by the scheduling coordinator/office manager she needed to check with doctor first. I am now waiting two weeks and still have not received them.